Event description:
An open craniotomy for a cranial biopsy was planned to be performed with the aid of the brainlab cranial navigation system. During the procedure, the surgeon: performed a registration to match the virtual display of preoperative scans to the current patient anatomy. Used the navigation pointer to orientate in regards to tumor localization. Took a biopsy sample with a non-navigated biopsy needle and sent to pathology. Received the result from pathology, that the biopsy sample was normal brain tissue. Intraoperatively used an ultrasound device and determined a deviation of about 10 mm between the intended and the actual target. Used the ultrasound device for localization and obtained further biopsy samples (without the aid of navigation). Completed the surgery. According to the hospital, there have been no negative clinical effects for this specific patient due to this issue.

Manufacturer narrative:
Although according to the hospital, there are no negative clinical effects for this patient due to this issue, a risk to the patient's health could not be excluded for these specific circumstances, since the biopsy was taken in another region of the brain than intended, with the brainlab device involved. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.